Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd infusion adapter c100j had leakage. The following information was provided by the initial reporter: it was reported that drug leaked out around the c100 and puncture site when dispensing anticancer drug.

Event description:
It was reported that the bd infusion adapter c100j had leakage. The following information was provided by the initial reporter: it was reported that drug leaked out around the c100 and puncture site when dispensing anticancer drug. Follow up requested: what brand IV bag was being used? Was the adapter securely inserted into the IV bag? Is the lot information available? Customer response: (1) I think it was fuso. (2) it was firm. (3) no, I don't know.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one IV bag along with the c100j infusion adapter was provided for investigation. There was no visible damage or defect to indicate why a leak may have occurred. Functional testing was performed, connecting the c100j to the IV bag provided. The assembly was hung, and a syringe containing liquid was connected to the injector. The liquid was transferred to the bag and then aspirated back into the syringe. No leakage was observed during this test. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the evaluation of the returned sample and the information available, a root cause could not be identified at this time. Complaints related to this device and reported condition will continue to be monitored by the quality team for any indication of emerging trends.